Event description:
This report is to advise of a fracture and exposed wires noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing was found corrugated and internal wires were exposed. Conductor wires 5 and 6 had been fractured, consistent with the reported display issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire and displaced electrode remains unknown.